Manufacturer narrative:
Results: the ineffective stimulation reported from the field was confirmed. The ipg's cored septum would have resulted in stimulation problems and a change in the system impedances. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2014-25273.